Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 591 mg/dl. The customer treated with manual injections and changed the set. The mother stated that the little tubing was not in and her son felt insulin dripping. The customer was advised that the pump will alert no delivery when the flow is blocked or interrupted. The mother stated that there were no adverse effect but the customer did not nausea and slight ketones. The call was disconnected.